Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had time clock anomaly. The customer¿s blood glucose level was unknown. The customer reported that the time kept changing on the insulin pump which threw off the basal rates. The customer reported that the insulin pump kept gaining time. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self-test and displacement test. Also, device was programmed correct time/clock and monitor 15 days and no time/clock/reset anomaly during testing noted.